Event description:
The MFR's rep reported, the pt was implanted with a replacement pump in july. The pump got infected and was explanted. The pt experienced no apparent withdrawal. A follow up report will be sent when additional info is received.